Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the 23rd june 2010 and performed self-tests, alongside random manual power ons, up to the (B)(6) 2013. Temperatures are recorded below the recommended minimum stand by temperature. The device failed a self-test due to a low battery on the (B)(4) 2013. An increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of ten minutes duration were observed in the device memory between the (B)(6) 2015 and the last log entry on the (B)(6) 2016. The pad-pak became depleted during this time. Investigation found the fault can be attributed to membrane failure. The ten minute time outs would indicate a failing membrane. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.